Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual inspection was performed and multiples holes in cavity were found on the package. This condition contributed to disintegration of the suture. The conditions of the holes could not be determined, since the foil was manipulated excessively. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. Upon opening the package for the surgery preparation, the suture was found broken in many pieces. The procedure was completed with a like device. There were no adverse patient consequences reported. Upon product evaluation, multiple holes were found in the foil package.